Event description:
On (B)(6) 2011, the pt reported experiencing erratic blood glucose resulting in hospitalization the "week before last." She stated she became incoherent but was not unconscious. Her blood glucose was too low to register on paramedics blood glucose monitor and she was taken by ambulance to the hospital. She also reported elevated blood glucose of 200 mg/dl. The pt declined to provide further information. The infusion device was replaced and requested to be returned for evaluation.